Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 5 months post implant of this 29mm bioprosthetic aortic valve, the valve leaflets were explanted and a 25mm bioprosthetic aortic valve of different model was implanted. The reason for the replacement was reported as severe aortic regurgitation. It was reported that during the explant procedure upon opening the proximal aortic root, the surgeon observed a perforation of one leaflet at the site where it detached from its post near the medial border of the left cusp and another tear in the left cusp near the junction of the right and left leaflets. No additional adverse patient effects were reported.